Event description:
During follow-up, the physician reported the pt's condition had resolved and that he thought the pt's sore throat was similar in course to a viral infection that was occurring at the time of his initial complaint. There is currently no evidence to suggest that the laryngeal mask airway caused or contributed to the event.